Event description:
The physician reported the intraocular lens was removed and replaced without complication due to the patient's undesired visual outcome. Lens was replaced with a different mode diopter.

Manufacturer narrative:
The lens is currently undergoing analysis at the manufacturing site. Our investigation to date reasonably suggests this is not manufacturing related. The patient was not satisfied with their visual outcome. The iol met all manufacturing specifications prior to release.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site showed a lens cut in two pieces across the optic precluding optical analysis. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and shown to be within specifications. Review of the historical complaint data base revealed that no similar complaints from this lot number were received. Our investigation reasonably suggests this event is not manufacturing related. Patient was unable to adapt to the mode of refraction used by the physician.